Event description:
It was reported that a male patient underwent an atrial fibrillation afib - paroxysmal ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade (CT) requiring a surgical intervention and prolonged hospitalization carto system set up as per usual and catheters were prepared as per IFU. Patient was put under general anesthesia by anesthetic doctor and team. Femoral access was gained by physician and then catheters were advanced to heart (ezsteer cs catheter, smarttouch sf catheter, vizigo sheath and pentaray catheter). Transeptal puncture was performed (philips toe probe; sl1 sheath and brk xs needle from abbot medical) and a map of left atrium was created with carto, then 8-9x ablations were done in anterior left carina. After that physician moved all catheter back into right atrium. Using pentaray catheter a basic map was created. Patient went spontaneously into atrial fibrillation, and it was cardioverted by nursing team. After cardioversion, a sudden drop in blood pressure was noted and physician observed in toe images (philips medical) that a pericardial effusion (pe) was present. Pericardiocentesis (merit medical) was performed, and blood was slowly extracted from pericardial space for about an hour. Patient condition was stable. Since effusion was still present, cardiac surgeons were called to transfer the patient to surgery theatres. Temporary pacing wire was placed in heart, but it did not provide stable enough pacing for surgeon to transfer patient. Blood pressure dropped once again, and cardiac surgeons decided to operate in cath lab. Cardiac surgery was then performed (unknown details about this) and patient was stabilized, and pericardial effusion was stopped. Patient was in stable condition when sent to ICU. Electrophysiology (ep) physician thought that the most likely cause was the transeptal puncture. They will follow up with physician in the next coming days. Surgery was delayed due to the reported event. Procedure not successfully completed. No fragments generated. The adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event was that it was procedure related. Patient required extended hospitalization because of the adverse event for at least 2x days in ICU for monitoring after surgery. Patient weight was a normal bmi. Generator information was a stockert/jnj, smartablate, g4c-0877. Transseptal puncture performed with an abbott medical, brk xs. Ablation was performed prior to noting the pe or CT. There was no evidence of a steam pop. Physician believes that the event occurred during the transseptal phase. Flow settings for the irrigated catheter was as per IFU; 2, 8 and 15ml/sec. Correct catheter settings were selected on the generator. Pump switching was from ¿low¿ to ¿high¿ flow during ablation. No error messages observed on biosense webster equipment during the procedure. Force visualization features used were graph, dashboard, vector, and visitag. Parameters for stability used with the visitag module was per surpoint workflow recommendation: 3mm, 3sec, 3g-25% time and 3mm tags. No additional filter used with the visitag. Color options used prospectively was surpoint values: 550 as ablation was only anterior to left carina.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 3-jan-2022. The last update regarding this case was that the patient had left ICU and was recovering well. This was last week before the christmas holidays. Also, the patient did not suffer from any surgical infection from the procedure. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).